Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
After the implants were inserted, the surgeon wanted to replace the insert during mako robotic knee surgery. The implant was damaged during removal and became unusable.